Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The connector of the lead was extrinsically bent. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated stretching. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during implant procedure, as the physician was closing the pocket, the right ventricular (rv) lead dislodged which caused the patient to go into asystole. The patient was then paced from an external defibrillator. The lead was repositioned and the threshold was high. The lead was explanted and replaced. The physician then regained venous access and implanted a different lead which remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.